Event description:
This is an international report where the doctor reported that the home patient (hp) found a hair inside the clamshell (connection shield). There was no patient involvement; therefore, no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample has not yet been received, but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This report of particulate matter was confirmed for a hair on the clamshell. The root cause is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.